Event description:
It was reported a scheduled surgery was performed on (B)(6) 2013 for treatment of an infected non-union and the removal of a tibial ex nail which was originally implanted on (B)(6) 2012. The patient underwent hardware removal and was reimplanted with a new tibial nail and antibiotic cement. No complications. Patient is stable. No additional information is available. This is 2 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment; not a diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Awareness date should be (B)(4) 2013. Date received by mfg by (B)(4) 2013. Placeholder.